Event description:
It was reported that after approximately seven hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a leak in iab circuit alarm and stopped therapy. There was a slow helium leak. The customer confirmed that the iab was leaking as the same issue occurred when it was connected to another iabp. Therapy was concluded after 12 hours. There was no patient harm or adverse event reported. This report is for the iab involved in the event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-01661.

Manufacturer narrative:
Initial reporter occupation: clinical manager. Initial reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.